Event description:
Additional information was received from the patient. It was reported that they would be meeting with a manufacturer representative on (B)(6) 2017 to discuss the issue of the implantable neurostimulator (ins) moving. It was further reported that the patient lost about five pounds and thought that may have led to the ins moving. The patient didn¿t know what steps would be taken to resolve the issue of the ins moving and the difficulty charging. No further complications were reported or anticipated.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that there was poor coupling with recharging. The patient reported it was taking too long to charge. The patient reported that the ins was not holding a charge for very long. The patient reported that she tried to charge it on the day of the report and it was already 1/4 down and the recharger wouldn¿t show that the implant was full after charging but the patient programmer showed the implant was full. The patient reported that she also had issues finding stronger coupling. The patient reported that she had to move the antenna all around before she found 2 or sometimes 6 bars. The patient reported that she usually sat on the couch while charging and it she looked at the charger during the session, it sometimes showed the coupling bars had changed. The patient reported that she just saw her healthcare provider (hcp) on the week prior to the report and they changed the programs. The patient reported that they changed adaptive stimulation because they didn¿t have a setting for when she was laying down, so they added one where she wouldn¿t feel the pulse. The patient reported that she was currently getting 8 coupling bars. The patient also reported that her implant had been moving around inside her for months. The patient reported that she touched one side of it and she could feel the whole battery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.